Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a sudden rise in capture threshold. A chest x-ray showed a malposition of the lead. During the procedure to reposition the lead, it was noted that the lv lead showed insulation damage. The lead was then explanted and replaced. It was also noted during that procedure that the device showed significant mobility and migration in the pocket. A new pocket was created in the sub-pectoral space. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.